Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic (B)(6) 2020. During the follow-up, a cybersecurity update was performed. After the follow-up, it was noted that the electrogram of the ventricular sensing channel received an error that read non-usable. Intervention was not reported and there were no patient consequences.